Event description:
Pci was performed on a lesion in the left anterior descending artery of unk length and diameter. Lesion and vessel characteristics were not provided. A cypher of unk length and diameter was deployed at unk inflation pressure. The residual diameter stenosis is not known. It is not known if intravascular ultrasound (ivus) was used during the procedure. Thrombin inhibition in myocardial infarction (timi) is also not known. Plavix was prescribed for three months after the procedure. After the plavix was discontinued three months later, the stent was reported to have clotted. The patient had a late thrombotic event and a myocardial infarction. It is not known how the patient was treated. Plavix was then re-started. However, it was discontinued in anticipation of a colon resection. Days after discontinuing the plavix, the stent again reportedly clotted. The patient had a second myocardial infarction and a second event of thrombosis. Treatment of this event is not known. Plavix was prescribed indefinitely.

Manufacturer narrative:
Please note that additional details about this event including the device are not available. This male patient of unk age and medical history experienced thrombotic events and myocardial infarctions after implantation of a cypher stent. The indication of the index procedure was unk. Percutaneous coronary intervention was performed in the left anterior descending (lad) coronary artery. Description of the vessel such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. Vessel classification was not reported. There is no information regarding procedural details such as: debulking or pre-dilation of lesion before stent deployment, pre and post procedure cardiac enzyme values, pre and intra procedure medications used. One cypher stent of unk length and diameter, unk lot number and unk expiration date, was deployed at unk pressure in an unidentified section of the lad without complications. Post dilation of stent was not reported. The residual diameter stenosis was not reported. Timi flow was not reported. The report did not indicate when the patient was discharged from the hospital nor indicated when medications were prescribed at discharge. Three months later, the report explained that the patient discontinued his plavix treatment and experienced a late stent thrombosis and a myocardial infarction. There was no information about thrombus being confirmed by coronary angiography. There was no information about laboratory values or EKG done at the time of the events. There was no information on how the thrombus was treated. After these events, the patient resumed the treatment of plavix until 2006. The patient discontinued plavix once again prior to a planned colon resection. The report indicates that days after the discontinuation of plavix, the patient experienced another thrombotic event and myocardial infarction. No information is provided on these events. The product remained implanted in the patient and is thus not available for evaluation. A device history records (DHR) review could not be conducted because the lot number of the product was not reported. Thrombotic events are a known potential adverse event following stent implantation. The IFU warns that the use of this device carries the associated risks of sub-acute thrombosis, vascular complication and/or bleeding events. With such limited patient and procedural information available for review, the lack of availability of product lot number to perform a DHR review, and the unavailability of the product to analyze, it is not possible to determine what factors may have contributed to these events.

Manufacturer narrative:
This male patient of unknown age and medical history experienced thrombotic events and myocardial infarctions after implantation of a cypher stent. The indication of the index procedure was unknown. Percutaneous coronary intervention was performed in the left anterior descending (lad) coronary artery. Description of the vessel such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. Vessel classification was not reported. There is no information regarding procedural details such as: debulking or pre-dilation of lesion before stent deployment, pre and post procedure cardiac enzyme values, pre and intra procedure medications used. One cypher stent of unknown length and diameter, unknown lot number and unknown expiration date, was deployed at unknown pressure in an unidentified section of the lad without complications. Post dilation of stent was not reported. The residual diameter stenosis was not reported. Timi flow was not reported. The report did not indicate when the patient was discharged from the hospital nor what medications were prescribed at discharge. Three months later, the report explained that the patient discontinued his plavix treatment and experienced a late stent thrombosis and a myocardial infarction. There was no information about thrombus being confirmed by coronary angiography. There was no information about laboratory values or EKG done at the time of the events. There was no information on how the thrombus was treated. After these events, the patient resumed the treatment of plavix until (B)(6) 2006. The patient discontinued plavix once again prior to a planned colon resection. The report indicates that days after the discontinuation of plavix, the patient experienced another thrombotic event and myocardial infarction. Additional information received: patient received overlapping taxus and cypher stents in lad on (B)(6) 2005. During that intervention, a short 3.0mm x 8mm lad cypher stent was deployed proximally to a long distal 2.75mm x 28mm lad taxus stent. The IFU indicates that potential interactions of the cypher stent with other drug-eluting or coated stents have not been evaluated and should be avoided whenever possible. Review of (B)(6) 2005 cardiac catheterization films by board certified interventional cardiologist revealed a small filling defect distal to previously implanted 3.0mm x 8mm lad cypher stent, and entirely within previously implanted 2.75mm x 28mm lad taxus stent as well as diffuse restenosis within the taxus stent. Angiography shows patent lad cypher stent. Filling defect resolved on integrilin without further intervention. Review of (B)(6) 2006 cardiac catheterization films by board certified interventional cardiologist revealed that in-stent occlusion at the first lad diagonal was entirely within previously implanted 2.75mm x 28mm lad taxus stent, distal to the previously implanted 3.0mm x 8mm cypher stent. Accordingly, this complaint was reported as a cypher thrombosis in error. In addition, it was previously reported in error that patient discontinued anti-platelet therapy on medical advice. Dr. (B)(6) noted on (B)(6) 2005 that plaintiff "discontinued plavix without medical advice a few weeks after stent placement." The complaint will remain in the file. The exact distance from the cypher stent is unknown, i.e. If it occurred less than or equal to 5 mm away from the cypher stent. The product remained implanted in the patient and is thus not available for evaluation. A device history records (DHR) review could not be conducted because the lot number of the product was not reported. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Late thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that patient, vessel and lesion factors may have contributed to the reported event.